Manufacturer narrative:
In previous report date of awareness date was 07/29/2024. In this follow up report date of awareness is updated and corrected as 10/09/2023. Box b & g is updated in this report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging fungus in the right lung. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.